Event description:
Purchased 28 drager c2000 isolettes for the nicu. During routine maintenance, bio med found the gross condition of heater assemblies. Slime discovered in the heater assemblies. Corrosion of the metal at tubing connections and where the steam comes out of the heater box. Heater units cultured (gram negative rods). Moisture from inside isolette cultured (negative). Drager notified of the findings.